Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified damage. Proximal strut row 1 was lifted slightly. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and is within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guide wire crossed the proximal rca, pre-dilation was performed with a 2.75x15mm non-bsc balloon catheter. A 2.75 x 20mm synergy¿ drug-eluting stent was advanced but it did not penetrate deeply due to calcification. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.